Manufacturer narrative:
A medtronic representative reported that the issue has not repeated since the replacement was performed.

Manufacturer narrative:
The mobile view station (mvs) interface (umbilical) cable was returned to the manufacturer for analysis. The reported event could not be duplicated by medtronic personnel. The cable passed continuity testing, as well as gbit and 100t communication testing. Passed visual inspection. Installed cable on imaging system and the system charged, readied and communicated as expected. 2d and 3d imaging were successful while under test. The device was found to be fully functional with no problem found.

Manufacturer narrative:
Additional information: that umbilical interface cable damage was reported to have appeared twisted in the proximal side of the imaging system's mobile view station (mvs). A medtronic representative returned to the site to test the equipment and replace parts. Replaced the system board, image acquisition system (ias) computer, and the umbilical interface cable. This equipment will be under observation during 2 weeks per the medtronic representative. Issue was not reported to be resolved at the time. No parts have been received by the manufacturer for analysis. Correction: umbilical cable was inadvertently reported to be replaced on the initial medical device report (MDR) but was not replaced until the second system checkout was performed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that when starting up the imaging system, the system would not complete the start up process due to the x-ray bar not completing the process. Restarting the imaging system resolved the reported issue. The representative found that there was suspect damages on the proximal end of the interface (umbilical) cable. The interface (umbilical) cable was then replaced by the medtronic representative. The suspect interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A site radiologic technologist (rt) reported that, when starting up the imaging system, the system would take an extended period of time powering on. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The system control board was returned for analysis. Through functional, performance, and physical examination no problem was found. Unable to confirm reported complaint. Installed system control board in o-arm test system 267. The o-arm booted and readied as expected with no delay multiple times. Communication between ias and mvs was functional, both 2d and 3d imaging was performed and successful. Perform gain cals and motion calibration, both passed. No failure found. If information is provided in the future, a supplemental report will be issued.